Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels (1,100 mg/dl). Customer was released on (B)(6) 2014 and was treated with a humalog shot. Treatment in hospital did not correct customer's high blood glucose levels. Customer has not returned to treatment on the pump due to blood glucose levels still running high.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.